Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were used. During the procedure, the physician noted a pericardial effusion occurred. A pericardial tap was performed to manage the pericardial effusion. The patient outcome was stable.